Event description:
(B)(4). Hysterectomy successfully completed (B)(6) 2017. Previous pelvic pain is gone. Joint pain gone. Energy level is amazing.

Event description:
(B)(4). I have had over 70 total visits to doctors, ER's, physical therapy, CT scans, ultra sounds, endoscopy, colonoscopy and 1 surgery to remove left ovary and fallopian tube since implantation. I am scheduled for a hysterectomy on (B)(6) 2017.